Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer reported that the infusion seemed to be clogged. The customer's blood glucose was 472 mg/dl at the time of incident. The customer stated that they found that they had tiny air bubbles in the reservoir. The customer stated that the no delivery alarm would be resolve by a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of ten opened and used reservoirs showed that they are functioning properly and passed all functional testing however, the transfer guards and plungers were not returned all testing was performed with new transfer guards and plungers. After testing it was concluded that the devices operated within specifications.